Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) on 11/29/2018 with a blood glucose (bg) level of 30 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline to address the low bg. Customer was discharged later the same day with the issue resolved and no permanent damage.